Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary : according to the information received, it was reported that during a right knee arthroscopy, a meniscal injury is found that requires the use of our truespan 12-degree peek device reference 228151, lot 7l11356. Two of our devices failed during placement. The failure occurs when the device is activated, since the peek points did not come out correctly and remained in the inserter needle. The product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received. Visual inspection reveals that there are no anomalies or structural damage on the outside of the device. It was identified that the two implants were deployed, and they were still attached by the suture; thus, this complaint can be confirmed. The red trigger was tested several times and it works as intended. A manufacturing record evaluation was performed for the finished device lot number: 7l11356, and no nonconformances were identified. No further details were provided regarding the procedure to determine a definite root cause for this failure. The possible root cause for the experience reported by the customer could be related when not inserting the needle to the proper depth for deployment which have caused blocking insertion of the first implant; this would result in the first implant being only partially deployed. Then, when the trigger was pulled again both implants would be deployed at the same time. However, it cannot be conclusively affirmed. As per IFU-113244, it is necessary to use a calibrated probe, measure the width of the meniscal tissue to be repaired and set the adjustable depth. Also, it is important to fully squeeze the red deployment trigger while maintaining depth positioning to deliver the first implant. The implant is fully deployed when you hear an audible ¿click¿. Fully release the trigger after deployment. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
UDI: (B)(4). The expiration date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in (B)(6) that during an arthroscopy procedure on (B)(6) 2021, it was observed that the implant device did not come out upon firing that it remained inside the inserter needle. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.